Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications analysis of the device revealed that the balloon was found to be ripped 360 degrees from its proximal side and rolled over its distal tip section. No anomalies were observed with the distal tip. The flow gate was flushed with water. The flow gate shaft was found to be kinked at approximately 69.0cm from its proximal end. From the condition of the flow gate balloon (balloon torn) it appears that during retrieving the flow gate from the sheath (without peel away) the balloon section proximal side of the flow gate balloon got struck at the sheath proximal. The flow gate appeared to be pulled with excessive force therefore the balloon ripped from its proximal side. Due to the anomalies found on the flow gate balloon ripped, the functional evaluation could not be performed. However; the reported event is covered in the device directions for use (dfu). The cause of the balloon ripped could not be definitively determined based on the limited information available and analysis of the device. Therefore, a probable cause of undeterminable was assigned to the analyzed and balloon ripped.

Event description:
During the analysis of the returned device, it was revealed that the balloon was ripped from its proximal side. No clinical consequences reported to the patient.